Event description:
Device appears to be undersensing on atrial lead resulting in inappropriate shocks. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).